Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 121: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
The patient's mother reported that her daughter had to be hospitalized for diabetic ketoacidosis due to the patient's omnipod personal diabetes manager (pdm) not working properly. The patient's mother stated that they have to set the date and time very often in the pdm and that they always have to deactivate the pod each time the batteries are replaced. At the hospital, they placed her on an intravenous therapy for 2 days.

Manufacturer narrative:
The returned device was evaluated and found that the backup battery could not hold a charge causing the date and time to be reset.